Event description:
Potential for injury associated with a tdxsp-cg power chair with the tilt actuator dropping down when coming back up. This event could cause the user to become stranded in a tilt position.